Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient is experiencing numbness, pain, and sciatic nerve damage.

Manufacturer narrative:
Upon reassessment, this device was determined to not be reportable as it was not involved in the event. Device 2 of 7. Reference MFR.reports: 0001822565-2016-01358, 0002648920-2016-00176, 0001822565-2016-01360, 0001822565-2016-01362, 0001822565-2016-01364, 0001822565-2016-01366.